Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller family member had a medtronic device and after they had it removed they were able to have a bowel movement.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller family member had a medtronic device and after they had it removed they were able to have a bowel movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.